Event description:
During service of product unit was found to not cycle, with all leds and constant single tone alarm, due to integrated circuit u28 on the logic board being out of spec. Replaced u28.